Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with vertebral compression fracture and underwent anterior posterior fusion at t10-l4. Post-op, the pedicle screw at th10 was found cut out to the cranial side. A revision surgery was scheduled to remove the pedicle screws in which hooks will be placed at th7 and 8 to extend the fixation range.

Manufacturer narrative:
X-ray review: post op x-ray for l1 corpectomy and posterior pedicle hook and screw fixation show a back out of the upper screws. The patient has poor bone quality and an exaggerated thoracic kyphosis. The construct stops at the kyphotic apex, and was not appropriate for the deformity present. If information is provided in the future, a supplemental report will be issued.